Event description:
It was reported that an operator was angulating the table on a prestige system from horizontal to vertical without a pt. The operator heard an unexpected sound come from the system. When the operator released the tilt button on the console, the table angulation did not stop. The operator pushed the e-stop (emergency stop) on the console, but the table angulation still did not stop. Finally the operator stopped the power supply on the generator console desk which did stop the angulation. After shutting down and recycling the power, the system worked normally. No injury was reported.

Manufacturer narrative:
Corrected data: this event was originally reported on (B)(4) 2011, under MDR 9611343-2011-00038. The mfg site location is being corrected from ge medical systems (B)(4) to ge medical systems (B)(4). This report (MDR 2126677-2012-00019) replaces MDR 9611343-2011-00038. The supplier of the prestige si reviewed the potential failures that would cause the symptoms identified at the site. The supplier was able to reproduce the symptoms reported, and determined the most likely root cause was an intermittent failure of a tilt relay. The supplier recommended replacement of three relays (2k4, 2k5 and power validation). This correction was completed on (B)(4) 2011, at the site. A review of the ge healthcare complaint handling database (2009-2011, 24 months) and service data was conducted to determine if a systemic issue exists. No add'l complaints or component failures matching the symptoms described in the reported complaint were identified. No add'l actions are planned at this time.